Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 mesh and boston scientific obtryx curved sling were implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent anterior sling removal in 2007.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, extrusion, infection, urinary problems and dyspareunia. It was reported that patient underwent mesh revision due to exposure, dyspareunia, and pelvic prolapse on (B)(6) 2011. (B)(4).